Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that suddenly, on the day of the call they started getting symptoms like before they even had the stimulator. When they checked the device it was off and at zero but they had never cut it off. Patient said the last time they adjusted it was a week or two ago and it had been at 3.7 but today it was at zero. Patient asked why this would happen. Agent reviewed some possible reasons such as: the ins battery ran out prior to recharging it would still be off until they use the therapy app to turn it back on. Patient said they just charged it 3- 4 days ago. Patent said the external equipment was a disaster, they are having the implant removed and replaced with the 10 year model. Patient said they have 2 weeks left with this thing, it had never happened before, they would have never done in a million years. Patient said, it took forever to charge up because once you find the sweet spot it won't stay it will disconnect and it took them 3 hours to recharge but should take 45 minutes. Patient also said a week and a half ago they were in the emergency room for 7 hours getting a laceration stitched up. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown. Product type unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.